Event description:
The customer requested a service call to check out their spectra machine. While the terumo bct service representative was at the customer site performing the machine checkout, he was informed by the customer that a patient had expired following a plasmapheresis procedure on the device. Per the customer, the patient was in poor condition and they do not believe the device contributed to the event. The customer is unwilling to provide patient information. This report is being filed due to a patient death, though at this time, involvement of the device in the death is not suspected.

Manufacturer narrative:
Investigation: the customer's regulatory department was unwilling to provide patient information or medical records. Per the customer, she does not have much information on the event, other than that the patient was in poor health. The operator who performed the procedure is no longer at the clinic. Functional checkout of the machine was performed by a terumo bct service technician. All functional tests met specifications. A saline run with all alarm tests was performed without failure. All tests passed. The review of the device service history record did not identify any reported conditions considered to be non-normal wear for the device. Root cause: a definitive root cause could not be determined. Per the customer, the patient was in poor health prior to the procedure. As only limited details of the reported event are available and the device was functionally tested with no issues identified there is no indication that the device contributed to the reported event.